Event description:
On (B)(6), 2010, a doctor reported to ormco corporation that a patient experienced enamel loss when a damon q bracket debonded. This is the second of four reports.

Event description:
The customer stated a tdx/flx analyzer would not switch on. When the customer attempted to switch the analyzer on, power to the laboratory went down. When the stepper driver 8 was disconnected, the instrument powered up without issue. During troubleshooting, a new stepper drive was connected and smoke was visible from behind the instrument. A new cardcage was ordered but did not resolve the issue. There was no adverse impact to patient management or user safety reported.

Event description:
A home patient (hp) contacted baxter technical service center regarding bypass assistance on the home choice (hc) during the initial drain. The hp stated she did not check the patient line for air pockets and started the initial drain. The technical service representative (tsr) instructed the hp to press stop and check the patient line for air before continuing on to bypass. The hp confirmed there was air in the patient line. The tsr advised the hp to disconnect and end the therapy. The hp confirmed to restart the setup with all new supplies and call back to bypass the initial drain. No patient injury or medical intervention was indicated at the time of the initial report. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an incomplete prime/air in the patient line. The report was not confirmed due to a lack of sample. Lot information was not provided or obtained; therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause of the incomplete prime. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.